Event description:
It was reported that the customer experienced an issue with a permanent cautery hook instrument. The procedure was completed as planned. No fragment fell into the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that there was no report of fragments falling from the device while used by a patient. The reporter did not have any further details about the issue with the instrument, the patient's current status when the issue was identified, or how it was resolved. The reporter confirmed that the procedure was completed robotically as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken conductor cap at the distal end. The piece measuring 0.0740 x 0.0390 was not returned. The conductor wire was not damaged.